Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A farawave catheter was used for a repeat radiofrequency ablation procedure on (B)(6) 2025. The transseptal puncture was performed using a faradrive steerable sheath and a versacross connect for faradrive. The patient effusion was first identified in (B)(6) 2023 along the posterior heart border, and multiple ttes since then have shown no change in its size. At the time of the procedure, the effusion was already present and was observed during the initial ice imaging prior to the start of the case, consistent with all prior imaging dating back to (B)(6) 2023. No perforation was identified, as this was determined to be a chronic effusion that had been documented several months before the procedure. The patient presented to the emergency department on (B)(6) 2025 and was hospitalized, later undergoing a pericardiocentesis on (B)(6) 2025 for the pericardial effusion. According to the physician, the hospitalization and pericardiocentesis were not believed to be related to the procedure or the research study, as the patient had a known history of chronic pericardial effusion that predated the ablation.